Manufacturer narrative:
A zeiss field service engineer (fse) performed an on-site inspection of the microscope. The fse determined that the binoculars fell off as a result of a loose set screw, which had not been sufficiently tightened by the user, and not as a result of a device malfunction. It was concluded that the user did not check and firmly tighten the set screw before using the microscope. The user manual gives clear instruction to make sure that all accessories are securely mounted. The user has been reinformed about the importance of performing safety and function checks before every use of the microscope.

Event description:
The binocular of the opmi pico microscope mounted on a s100 floor stand detached and fell on a doctor. It was reported that the doctor sustained a bruise on her shoulder. No additional information could be obtained from the site regarding the extent of the injury.